Event description:
It was reported in an article in the journal of vascular interventional radiology that presented data from a prospective clinical study of 50 patients with vena cava filter fractures, that filter complications seen prior to retrieval included neointimal hyperplasia/fibrosis, ivc occlusion, fractured filter components, component embolization, and extravascular penetration. Filter-related symptoms were alleviated in all cases after the filter was retrieved. Ivc filters from four manufacturers were evaluated, which included eclipse, g2/g2x, recovery, and simon nitinol filters. The conclusions of the article: "the risk of filter fracture increases after 408 days (ie, > 1 y) of implantation and is associated with symptomatic extravascular penetration and/or intravascular embolization. Complex methods can be used to safely remove these devices, alleviate filter-related morbidity, and allow cessation of anticoagulation."

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.